Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening, yellow particles material was found on the shell and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp, two extended openings striated, wear abrasion and stress marks. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening and two openings striated in the side anterior assessed as surgical damage. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange due to the patient¿s concern with the product.

Event description:
Healthcare professional reported left side "embedded refractile foreign material with giant cell reaction" and exchange due to patient's concern with the product. Device was explanted.